Manufacturer narrative:
Additional serial numbers included in this report: (B)(4). 5 of 5 devices were returned for evaluation. Evaluation of five devices found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customers.

Event description:
This report summarizes 5 malfunction events where a midwest tradition handpiece would not hold burs. No injury resulted in any of the events.